Event description:
Hcp reports via clinical study report a patient being hospitalized on psychiatric unit, due to paranoid behavior. The patient began having suspicious thoughts. The patient saw an hcp who decreased requip medication two days earlier. The next day, the patient took the car and went driving, blocked an exit ramp because "people were trying to get him." The patient was admitted to the hospital by police the next day. The patient is on the following medications at the time of the event: sinemet, comtan, requip, sildentil, buspar, trazodone, zocor, valium, generiac, mineral oil, vitamin b12, dhea. The hcp in characterizing the severity of the event as relatively serious, but manageable. The patient has had prior similar events. The patient was hospitalized in a psychiatric ward following dbs placement surgery starting in 2004 and resolved two months later. At this time the hcp reports this adverse event is possibly related to the parkinson's medication therapy, stimulator therapy, disease progression, dbs surgical procedure or history of paranoia.